Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported via email. The customer received unspecified lower sensor scan results compared to unspecified readings obtained from a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer was discharged from the hospital after a stroke. During the stay, blood sugar readings from blood tests were consistently at least 100 units higher than those from the adc device. Five different sensors were tested, all showing values far too low. No treatment information was provided. There was no report of death or permanent impairment linked to this event.